Event description:
During assembly of a mammotest production unit, it was discovered that the plate welded to the inner column may fail under certain conditions due to a manufacturing fault. According to information from the supplier, the table will shift down 1.4 degrees or a total of 3.1 cm if this failure occurs. If the table shifts down, the limit switches will engage and the table will stop all downward motion. This will occur before the table reaches a maximum shift for the 1.4 degrees.

Manufacturer narrative:
Results: broken weld. Additional information: only four systems are affected in the united states. The four affected systems have been repaired and returned to service (B) (4)